Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. One clip was successfully implanted, to further reduce tr, an additional clip was inserted into the tricuspid valve. Upon steering into the valve, it was noted that the "f" knob was no longer functioning. An audible sound was observed. A cable break was suspected. Upon removal of the clip, it got stuck on the tsgc tip. It was noted that the atraumatic tip was bend. One clip was then implanted, reducing tr to a grade of 1+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported cable break and difficulty to remove the cds from the sgc. The reported unstable/loose knob ("f" knob was no longer functioning) and noise appear to be cascading effects of the cable break. There is no indication of a product issue with respect to manufacture, design, or labeling.